Event description:
International affiliate reports the valve was implanted in 2001. The pt underwent an MRI in 2002 following which it was found that the intracranial pressure had changed. The surgeon was unable to adjust the pressure. The next day, the patient's condition deteriorated. The valve was explanted and replaced and the patient's condition improved.